Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found that intuitive motion was not being experienced at the wrist upon manual input of the disk knobs because one pitch cable was found broken at the wrist. The cable segment that contained the crimp was still installed in clevis. Clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgeon noted that the fenestrated bipolar forceps instrument did not feel right and looked like loose wire on tip. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient.